Event description:
It was reported that the anesthesia system switched between automatic ventilation and manual ventilation without user interaction. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. It was reported that the anesthesia system switched between automatic ventilation and manual ventilation without user interaction. It was observed that the mode switch was broken due to excessive user force. The customer replaced the mode switch handle which resolved the issue. The replaced part was discarded; therefore, no further analysis or technical investigation could be made. Evaluation of the internal log shows that successful system checkouts were performed prior to and after the event. The log indicates that, during treatment, the system switched multiple times between manual and automatic ventilation within very short intervals, suggesting that these changes were performed spontaneously by the system. Our conclusion is that measures taken by replacing the switch handle solved the reported issue. Without the replaced part to investigate further, we have been unable to determine how the switch was damaged and why it triggered ventilation mode changes.